Event description:
It was reported that there are alignment issues with the laser and the micromanipulator. The micromanipulator was unable to properly move from right to left. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3: date of event: exact event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there are alignment issues with the laser and the micromanipulator. The micromanipulator was unable to properly move from right to left. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. H6. Device codes: correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse adjusted the aiming beam alignment. The near and far laser alignment were checked. The manipulator was attached to the microscope as well as the laser. Multiple adjustments were made, and the joystick was centered. The laser was tested and passed all functional testing. It is likely that the identified issues could have affected the device performance leading to the event experienced by the customer. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse adjusted the aiming beam alignment. The near and far laser alignment were checked. The manipulator was attached to the microscope as well as the laser. Multiple adjustments were made, and the joystick was centered. The laser was tested and passed all functional testing. It is likely that the identified issues could have affected the device performance leading to the event experienced by the customer. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there are alignment issues with the laser and the micromanipulator. The micromanipulator was unable to properly move from right to left. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.